Manufacturer narrative:
Date of event is estimated. D6b-date of explant - exact date of explant is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005397

Event description:
It was reported the patient experienced ineffective therapy with their scs system. X-rays revealed one of the leads had migrated. Additionally with the implanted system, patient felt like someone was constantly touching them and did not like the sensation. As a result, surgical intervention took place in (B)(6) 2024, wherein the entire system was explanted to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Correction: MDR was sent in error under this per and originally reported under manufacturer report number: 1627487-2024-11037. This event is no longer reportable.